Event description:
Received a medwatch report regarding an incident involving a posey chest restraint (manufactured by a different manufacturer) and a hill-rom centra bed. A patient who was incoherent, incontinent and needed to be restrained in bed was found face down between the head and foot side rails with knees on floor. The chest restraint was cutting off the patient's airway and the patient was found without pulse or respirations. CPR was performed and the patient was revived. The patient was responsive and became agitated that the nurse revived him because he was dnr. The patient was moved to ccu for a "couple of days" but expired one hour before discharge.

Manufacturer narrative:
Actual device involved in event was not returned or identified by initial reporter, therefore, evaluation of the bed in question was not possible. However, no information was provided that suggested an actual malfunction of the bed occurred.